Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of embedded device ('the proximal fallopian tube and bilateral cornua are embedded by a coiled metallic ligating medical device') and abdominal pain ('abdominal pain/increasingly severe pain'). In an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included: uterine enlargement, adenomyosis and endometrial polyp. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("increasingly severe discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), alopecia ("excessive hair loss"), bacterial vaginosis ("bacterial vaginosis") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, abdominal pain, pelvic discomfort, menorrhagia, back pain, alopecia, bacterial vaginosis and dyspareunia outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bacterial vaginosis, dyspareunia, embedded device, menorrhagia and pelvic discomfort to be related to essure. The reporter commented: discrepancy noted, for device removal date: (B)(6) 2016. Quality safety evaluation of ptc: ptc global number: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported, which indicates a new technical failure mode for the device. No specific quality issue was defined. Therefore, no med dra llt can be provided. As a product quality defect could not be confirmed, but is considered plausible. A relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 10-mar-2021, medical record received: event: embedded device was added, medical history and reporter information added. Based on the available information. A review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the proximal fallopian tube and bilateral cornua are embedded by a coiled metallic ligating medical device') and abdominal pain ('abdominal pain / increasingly severe pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine enlargement, adenomyosis and endometrial polyp. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("increasingly severe discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), alopecia ("excessive hair loss"), bacterial vaginosis ("bacterial vaginosis") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, abdominal pain, pelvic discomfort, menorrhagia, back pain, alopecia, bacterial vaginosis and dyspareunia outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bacterial vaginosis, dyspareunia, embedded device, menorrhagia and pelvic discomfort to be related to essure. The reporter commented: discrepancy noted for device removal date- (B)(6) 2016. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 26-mar-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 08-nov-2016 which refers to an adult (>=18y & <65y) female consumer who had essure (fallopian tube occlusion insert) placed in (B)(6) 2009. Her post-procedure period has been marked by increasingly severe pain and discomfort, including heavy menstrual bleeding, chronic back pain, abdominal pain, excessive hair loss, bacterial vaginosis, and pain during intercourse. Plaintiff never experienced any of these conditions prior to undergoing the essure procedure. She subsequently sought treatment for her symptoms from her physicians but was unable to resolve them. On (B)(6) 2016, plaintiff underwent surgery to remove her essure coils. In addition, it was informed that plaintiff is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Company causality comment: this non-medically confirmed spontaneous legal case report refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted and she presented abdominal pain/ increasingly severe pain, followed by surgery to remove essure coils, 7 years after placement. The reported event is serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, abdominal and uncharacterized pain may occur. In this specific case, post-procedure period was marked by abdominal pain and increasingly severe pain. Considering compatible temporal relationship and absence of alternative explanation causality cannot be excluded. This case was regarded as incident, since device removal was required. Other non-serious events were reported. The product technical analysis has been sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc (ptc global number: (B)(4)) received on 14-dec-2016: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no med dra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this non-medically confirmed spontaneous legal case report refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted and she presented abdominal pain/ increasingly severe pain, followed by surgery to remove essure coils, 7 years after placement. The reported event is serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, abdominal and uncharacterized pain may occur. In this specific case, post-procedure period was marked by abdominal pain and increasingly severe pain. Considering compatible temporal relationship and absence of alternative explanation causality cannot be excluded. This case was regarded as incident, since device removal was required. Other non-serious events were reported. A product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.